Manufacturer narrative:
(B)(4). The device has not been returned at the time of this report. This investigation is in progress.

Event description:
Customer alleges that "one of the clear pipes" has come loose. No report of harm or injury to patient. Patient condition reported as fine.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and it was observed that the bronchial and tracheal tubes were cut from the main bronchial tube. All the other components were attached. No obvious defects were noticed on the 22m swivel connector of the transparent and blue angular connectors. The 15mm connector on the bronchial and tracheal tube were both found to be within specification. In addition, the fitting between the 15mm connector of the bronchial double lumen tube with the 22m swivel connector of the blue and transparent angular connector was tested and no issues were encountered. Based on the investigation performed, the reported complaint could not be confirmed. There was no evidence that the connection of the clear pipe was loose as the investigation found that the returned sample did not have any fitting issues between the connectors.

Event description:
Customer alleges that "one of the clear pipes" has come loose. No report of harm or injury to patient. Patient condition reported as fine.